Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the image quality was not good, and the image has a yellowish tint to it. The customer tried multiple endoscopes and reseated the endoscope multiple times to get the image to clear up. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted multiple errors related to the endoscope and endoscope controller (ec). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ec was analyzed and fa investigation was unable to reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa reviewed the system logs and noted errors 48265, 48406, 48404 and 48221 at node dcib which meant camera head flash was failed. The ec was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program software. The system started up with no errors and the image quality was confirmed to be clear, crisp and free of noise with correct coloration on both right and left side. All endoscope functionalities were operational and fans were spinning as expected. The system booted up in normal mode and let it idle for 10 minutes. The system was power cycled 10 times, left it overnight, no issue occurred after extensive use. The ec had scratched bezel and missing dust cover.